Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of blinking pressure/ philips and screen states service required need service. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the 1149612-431 dreamstation 2 auto CPAP advance w/modem, dom, pca burned. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.